Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 07/18/2016 and did not confirm the reported event of inaccurate cgm values. A definitive root cause could not be determined. Additionally, it was reported that the patient did not enter fingerstick values promptly into the cgm device. The dexcom g4 platinum continuous glucose monitoring system user's guide states: to calibrate the system, enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement. Entering incorrect blood glucose values or blood glucose values from more than 5 minutes before entry might affect sensor performance, and you might miss a low or high blood glucose value. It was reported that the patient did not insert the sensor in an approved site according to the user's guide. The dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen). It was reported that calibration was not performed correctly. The dexcom g4 platinum continuous glucose monitoring system user's guide states: do not calibrate when your receiver screen is showing the rising signal arrow or double arrow, calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. Do not calibrate when your receiver screen is showing the rising signal arrow or double arrow, calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings.